Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. Per product labeling, "each laboratory should investigate the transferability of the expected values to its own patient population and if necessary determine its own reference ranges." This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with elecsys calcitonin on a cobas 6000 e 601 module. The reporter also questions the labeled reference range of the elecsys calcitonin assay in comparison to the reference range used in an unknown competitor method. The sample resulted with a calcitonin value of 12.46 pg/ml when tested on the e 601 analyzer. The 12.46 pg/ml value was reported outside of the laboratory to the doctor. The sample was repeated using an unknown competitor method (normal reference range up to 15 pg/ml), resulting with a value of 7.7 pg/ml. With relation to the complained patient sample, the reporter states the roche labeled reference range values are too low. The e 601 analyzer serial number is (B)(4).